Manufacturer narrative:
A visual inspection of the drill confirmed the reported breakage. The drill head has broken off the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. The drills shaft is bent slightly. Further examination of the drill head showed the primary cutting surface is dull. Dimensional inspection of the drill found it met print specifications. Material condition was also inspected and confirmed to meet print specification. There are no indications that would suggest the device did not meet product specifications upon release into distribution.(B)(4).

Event description:
A reusable 10mm cannulated drill bit broke inside of patient. The broken piece was removed intact. A back-up device was available for use. No patient injury or other complications were reported.